Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely no image occurred due to a faulty cable. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. The device evaluation found no image was displayed due to defective cable unit coupler. In addition, the following non-reportable malfunctions were found during device evaluation, include unit was corroded. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A customer reported to olympus, there was no image displayed on the monitor using the 4k camera head during preparation for use for an unknown procedure. The failure occurred when the device was being connected to the processor. The intended procedure was cancelled. At the time of cancellation, the patient was not under sedation. The customer did not disclose specific product details regarding additional devices being used at the time of the event. There was no patient harm associated with the event.